Event description:
Per the info provided to co by the physician's office, the device was removed due to "fluid loss." As reported to co, the entire device was removed and replaced with the same type of inflatable penile prosthesis, produced by the same MFR.